Event description:
Lasik flaps: operator complained through distributor about excessive tissue bridges and difficult-to-open border cuts; in one case, a flap could not be opened; operator refused to give further details on affected patient; adjustment of process parameters was suggested to operator, no further reports received.